Event description:
It was reported that, following a pump drug change from saline to dilaudid, the healthcare provider (hcp) believed that the patient was overdosed. On 2014 (B)(6), the patient saw the hcp and the patient was ¿high¿, so his dose was decreased by 50%. It was noted that the patient was also taking oral medication, which likely added to the issue. It was also noted that, when the drug was changed from saline to dilaudid, 0.289ml was used as the pump tubing volume. As of 2014 (B)(6), the issue had been resolved and patient was doing fine and was receiving effective therapy. The device was previously used to deliver saline and, at the time of this report, was used to deliver dilaudid. The cause of the event was not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8840; product type programmer, physician product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).